Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had an issue with the easy bolus and the up arrow buttons sticking. Customer changed the battery and received a battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The pump was received no button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.